Manufacturer narrative:
One 4.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has and broke at the suture eyelet. Examination of the inserter confirmed one inserter tine has broken off and the other is bent. The condition of the device indicates it was subjected to excessive force and off axis insertion. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a collateral ligament repair surgery the device broke after entering the tunnel. All fragments were removed using suction and pliers. There was a backup device available. No significant delay or patient injury was reported.